Event description:
Litigation alleges the patient suffers from pain, bursitis, discomfort, difficulty ambulating, elevated cobalt and chromium levels, pseudotumor, and metallosis.

Manufacturer narrative:
Additional narrative:the devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided head product and lot combination. A complaint database search found other reported incidents against the provided metal liner. (B)(4) a review of the device history records for the head and liner is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/20/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, pain, and corrosion on the trunnion. There was no mention of metallosis and lab results from (B)(6) 2011 indicated the metal ion levels were below 7ppb. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided head product and lot combination. A complaint database search found other reported incidents against the provided metal liner. Per wi-3430 a review of the device history records for the head and liner is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and elevated metal ions.